Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level detect module to a system 1 simulator. The device under test (dut) light emitting diode (led) did not light but remained dark (off). It was determined that the cause of failure was the generic printer circuit board (pcb) subassembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was able to confirm the issue. The fsr installed and tested the new level module. Unit operated to manufacturer's specifications.

Event description:
Before use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor b (ccmb) was showing a "?" Icon for level sensing and the level module had no light illuminated. The user decided to run the case without the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.